Manufacturer narrative:
(B)(4) date sent to FDA: 08/24/2016. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide your age, body weight and height at the time of this surgical procedure. Can you provide us with a brief medical/surgical history? Was there any complication from the initial surgery? If in your possession, may we have a copy of your operative report? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2006 to address prolapse following trauma and mesh was implanted. Within two weeks of implantation, the patient developed postoperative infections and pain going down both legs. The pain has been ongoing since the surgery. The patient had the mesh removed on (B)(6) 2014. The patient was informed by the surgeon that the mesh had eroded into the rectum and vagina. Since mesh removal, the patient still experiences ongoing problems due to damage to the rectum, anal sphincter and vaginal wall. Patient stated she can no longer have a sexual relationship. Additional information has been requested.